Event description:
It was reported that the pump touch screen was not displaying pixels properly. Customer's blood glucose (bg) level was 30 mg/dl. Customer consumed glucose tablets to address low bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.